Event description:
It was reported that the (1) device was used during a laparpscopic oophorectomy procedure. It was reported by the rep that the trocar would not arm. The surgeon utilized another trocar and there was no consequence to the patient.